Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device did not shock as expected. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's product access center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue through review of software logs and device testing. Stryker cleared certificates in the device software which resolved the boot issue. The issue was caused by an interruption of the software upgrade - the lid was opened prior to completion. Stryker archived this device.

Manufacturer narrative:
During evaluation the device did not shock a shockable rhythm. The customer has received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device did not shock as expected. There was no patient involvement reported with the event.